Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx drug eluting stent to treat a moderately calcified lesion located in the mid obtuse marginal artery. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent deformation occurred in-vivo during positioning. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: there were three kinks on the hypotube 47.3cm, 94cm and 99.5cm distal to the strain relief. The stent was not positioned on the balloon between the marker bands as per specifications. The stent was displaced distally past the distal marker band and displaced distally away from its original position near the proximal marker band. Deformation was evident to the 16th, 17th and 18th distal stent wraps with struts raised, stretched and bunched. Deformation was evident to the distal tip. The 0.015 inch mandrel could not load through the guidewire lumen due to hardened blood in the guidewire lumen. If information is provided in the future, a supplemental report will be issued.